Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Upon visual inspection, the insulation was twisted and the helix of the lead was found to be retracted and clogged with blood. Upon x-ray examination, no anomalies were noted at the helix region but an over-torqued inner coil was noted at the connector region. Electrical testing was conducted and did not find any indication of conductor fractures. The lead had an internal short due to an over-torqued inner coil at the connector region, consistent with procedure damage.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the right ventricular lead exhibited high pacing impedance. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.